Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump black box revealed pump reboots followed by ¿pump suspended¿ warnings. The pump powered with the returned battery cap. The battery cap was able to fully tighten and the battery compartment was found to be intact. The pump was exercised for 24 hours with the returned battery cap and no reboot, loss of power or call service alarms were duplicated. Unrelated to the original complaint, there was evidence of moisture contamination on the underside of the cap. A leak test showed a cracked in the pump case. The pump case was cracked in the upper right corner of the display area. The up key was found to be intermittently responding. All the other keys responded and the keypad was found to be intact with no damage. There was contamination under the up and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had lost power. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.